Manufacturer narrative:
Evaluation summary: in general, impactors became damaged through repeated use due to impactions sustained while in use. Impactors should be replaced when the part is no longer functioning. Evaluation: as returned, the device is fractured into 2 pieces. The device has a potential field age of approx 10 months, based on the lot number. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the impactor pad fractured during use.